Manufacturer narrative:
Product complaint # (B)(4). Date sent: 5/29/2019. Month and day unknown. Only year (2019) is known. Batch # unk . The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what surgical procedure was performed? Open. What color setting was selected on the device and what was the sequence of the firings? Blue . What anatomical structures were the devices fired on? Colon transversum. Were there any issues experienced with the device in the initial surgical procedure? No was the device difficult to fire? No . How were the post-operative issues identified? Open staple line - complications post op can more information be provided on what was meant by, ¿anastomosis did not last¿? Opened post op. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Open staples. How were the post-operative issues addressed? Post op complications re op . Does the surgeon believe the post-operative issues were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why? What is the current status of the patient? Alive.

Event description:
It was reported that following an unknown procedure, postoperatively, it was found that the anastomosis did not last.